Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is getting error code 110b: check vent proximal pressure sensor auto zero failed. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed diagnostic code 110b. The rse provided the customer with the latest version of the service manual for troubleshooting steps and provided the part number for the solenoid valve to resolve the reported issue.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. D4 - product UDI is corrected.